Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented with a stable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 28mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75x28mm promus element drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with cardiac chest tightness and was hospitalized on the same day. Post hospitalization, the patient was referred for coronary angiography. After three days from hospitalization, coronary angiography was performed which revealed 80% stenosis noted in proximal lad. The 80% stenosis was treated with percutaneous coronary intervention resulting in 0% residual stenosis. On the following day, the event was considered to be recovered/resolved and the patient was discharged.